Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. The patient missed a refill last fall. The pump reached empty reservoir status and should have been dry for a week. When the healthcare provider went to fill the pump it still had 1.5-2 cc left in it indicating it had been under infusing.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a consumer via the manufacturer representative on 2016-aug-30. It was reported that the pump ran dry because a refill was missed due to the hospitalization. The representative indicated on 2016-oct-11 that no further information was available. The following information no longer applies to this event: "when the healthcare provider went to fill the pump it still had 1.5-2 cc left in it indicating it had been under infusing." Refer to manufacturing report 3004209178-2016-19348 for the event pertaining to the volume discrepancies.

Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving morphine (5mg/ml) at an unknown dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient was sick due to issues not related to the pump but that caused him to miss his refill. It was asked what extra steps needed to be done at the patient's refill on the date of this report. No priming was needed but a low reservoir alarm volume needed to be entered. The patient did not have any problem/symptom as a result of the missed refill. The patient was refilled in the office. If additional information is received, a follow-up report will be sent.